Event description:
The user reported that during an electrophysiology procedure the luer on the syringe did not properly connect to a guiding catheter. As a result air was seen in the syringe prior to injection. The syringe was then exchanged for a new syringe. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval. Two unused syringes from the same lot were returned by the user. The user did not specify if this was the initial use of the device. A review of the device history records did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned unused syringes were visually inspected and performance tested by attaching each syringe to a mating female component. No defects were found. The complaint could not be confirmed. Merit is unable to determine the root cause of the reported failure without the suspect device. A f/u report will be submitted if more info becomes available.